Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) after a diagnostic angiogram procedure using a proglide device. Reportedly, a cuff miss occurred, the device was removed from the patient's anatomy and another proglide was used to achieve hemostasis. The patient did not experience any adverse effect. The access site was described as clean. A 6 fr. Sheath was used during the closure procedure. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted that the device had been was fully deployed correctly. Both cuff were captured and attached to the needle tips. The suture had been retrieved and cut proximal of the posterior needle tip. The condition of this device is consistent with the reported second device used to achieve hemostasis. The analysis of the device did not indicate any evidence of a product quality deficiency. Only one device was returned for evaluation, and based on the findings, the device returned is the one that functioned properly and achieved hemostasis. The device with report of cuff miss/suture broke was not returned, and contact made with the account indicated they had sent everything they had. A needle to cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Without the device with the reported suture breakage/cuff miss issue to examine, no determination of a probable cause can be made. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.